Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings during the visual inspection of the pump rotor revealed small scratches on the walls of the rotor, likely due to displacement caused by the thrombus. Thrombus was confirmed through the evaluation of the returned device, serial number (B)(6). Furthermore, evaluation of the submitted log files confirmed the reported low flow events that were consistent with the thrombus. The account communicated that the patient was recently implanted and was in recovery on intensive care unit (ICU). The staff noticed a sudden decrease of calculated left ventricular assist device (lvad) flow to 0 lpm with stable hemodynamic parameters. Echocardiogram (echo) showed dilated left ventricle (lv) and every beat opening aortic valve. Vad team initiated intravenous (IV) heparin. The patient underwent planned pump exchange on (B)(6) 2021. During the procedure, multiple clot objects at pump inlet and outflow graft were found. The patient developed heparin-induced thrombocytopenia (hit) in post-operative (after primary implant) time, which is considered as cause of sudden loss of flow due multiple obstructions. Patient was stable, extubated, no post-op complications, and recovering. (B)(6) was returned assembled with the pump cable severed approximately 14.25¿ from the pump header. The remaining distal end of the pump cable and the modular cable were not returned. The sealed outflow graft conduit (outflow graft, outflow graft bend relief) was returned detached from the pump cover outlet port. The apical cuff was not returned. Upon disassembly of the returned device, a large, red deposition was observed inside the eye of the rotor, also extending into the vanes of the rotor prior to disassembly (referenced photos: figures 4 and 5). The deposition was adhered but did not reveal evidence of laminated layering. The deposition appeared to occlude 100% of the flow area. Given the size of the deposition and the fact that the pump was only implanted for 5 days suggests that it was ingested into the eye of the rotor. The extreme occlusion of the deposition is consistent with the sudden drop to 0.0 lpm flow confirmed in the evaluation of the submitted left ventricular assist device (vad) log files. The submitted and retrieved log files captured a sudden drop in flow to 0.0 lpm on (B)(6)2021, and the flow remained at 0.0 lpm for the remainder of the files. In addition, rotor displacement dropped significantly from around 100 um to 60 um during the low flow events. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), is currently available. Section 1 of this document lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 18jun2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that patient was recently implanted with heartmate 3 left ventricular assist device (lvad) on (B)(6) 2021. Patient was at recovery in ICU (intensive care unit). The staff noticed a sudden decrease of calculated lvad flow to zero with stable hemodynamic parameters. Echocardiogram (echo) showed dilated left ventricle and every beat opening aortic valve. Vad team initiated IV (intravenous) heparin. An echo and computed tomography (CT) scan were performed upon change of patient condition or lvad parameters. Additional information from log files contained a sudden drop in estimated flow causing multiple low flow hazard alarms on (B)(6) 2021 (11:34am - 12:03pm). This sudden drop in estimated flow may be associated with a possible flow obstruction. Also there were no faults associated with the rotor seen in the log. Patient then underwent planned pump exchange on monday (B)(6) 2021. During procedure multiple "cloths objects" were found at pump inlet and also at outflow graft. Vad team updated distributor about this information, that patient developed in post-operative (after primary implant) time, which was considered as cause of sudden loss of flow due to multiple obstructions. Patient was stable, extubated, with no post-op complications, and recovering. Distributor collected explanted pump with outflow graft to be shipped back for analysis.